Event description:
ER has reported recurrent problems with scales on stretchers being unable to function, including battery failure and scales not turning on. We requested engineering analysis by a clinical engineer. Biomedical engineering was retained to perform more detailed inspection of problem. Biomedical engineering report follows: the stretcher in question is a stryker glideaway big wheel model 1015. The scale module on it is a 1070 stretcher scale. I disassembled the plastic pieces at the foot of the stretcher in order to be able to remove the scale module for evaluation. Upon inspection I noticed what I considered to be a large quantity of dried blood and other secretions inside of the plastic pieces. There was also a significant amount of dried blood on the frame of the stretcher, underneath the plastic pieces. I doubt these recesses could be reached during the normal cleaning of this stretcher. I soaked all of the removable pieces in warm water and then deconstructed them and the stretcher frame with bleach wipes which were provided to me by housekeeping. I then reassembled the stretcher. Before cleaning the parts I made sure to show them to the folks in the ER. I did not take any pictures, wish I had. Manufacturer response for stretcher with scale, glideaway big wheel stretcher (per site reporter): they will get back to me after they have spoken internally.